Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.

Event description:
Info received indicates the brake casters do not hold and continue to swivel when in brake.